Event description:
It has been brought to manufacturer's attention that lyric device was removed after 23 wear days, the reason for removal being "dead device". Upon the removal the hcp observed sore or ulceration of tissue, severeness rated as mild. No other ear canal observation has been provided.